Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the clearlink set leaked. During infusion with an unknown solution (reported both as unspecified fluids and mesna), a leak was observed from the primary tubing medication hub. No damage was noticed on the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage and pressure tests were performed and the device operated within specification. A functional leak test was performed and a leak was observed at the second y-site clearlink. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.